Event description:
It was reported that the customer's insulin pump was delivering insulin without the customer's intervention, but her blood glucose never dropped under 70mg/dl. The blood glucose reading at time of call was 468mg/dl. During the call, it was found that the customer programmed a larger fixed prime amount that was required to fill the cannula. Assisted the caller in correcting the fixed prime amount. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.